Manufacturer narrative:
Additional information was provided in d.3., d.9., d.10., h.3., h.6. And h.11. The lens was returned in in the lens case. Viscoelastic was dried on the lens. The lens was cleaned with klrp for further evaluation. A small crack was observed at one gusset area. A small chip was observed on the optic edge. The lens dimensions (plan view) were acceptable using an approved template. The used company iii (c) cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence of placement into a handpiece. The used company iii (c) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The reported "stuck in cartridge" could not be verified. The lens was returned in the lens case. The lens dimensions (plan view) were acceptable using an approved template. The root cause for the reported issue may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned cartridge. No problem was found with the returned cartridge. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was stuck inside the cartridge. Surgeon has attempted twice. The lens did not come out easily hence surgeon decided not to use force to avoid complication. Alternative lens has been used. The procedure was completed on same day without any harm or complication to the patient. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code instead of c21 it should be c20. The manufacturer internal reference number is: (B)(4).